Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal pancreatectomy, when the surgeon used the device, the tip of the jaws did not close properly. The procedure was completed with another device.